Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress within the universal battery charger (ubc) was unable to be confirmed. The ubc was not returned for analysis and no images were submitted for review. Provided information stated that the patient had spilled water into the ubc, and it would not turn on. The device was discarded and would not be returned for evaluation. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed for the universal battery charger (serial number: (B)(6)) and the universal battery charger passed all manufacturing and quality assurance specifications. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms, including faults that occur on the ubc, and the actions to take if the faults do no resolve. Heartmate universal battery charger instructions for use under "warnings" states "keep the universal battery charger away from water or moisture. If the ubc has contact with water/moisture, rain/snow, shower spray, or wet surfaces, you may get a serious electric shock or your charger may fail to operate properly¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
On (B)(6) 2021, the patient reported that water had spilled into the battery charger slots and would not turn on. After slots were dried, attempted plugging into different outlets, checked cord in back to ensure connection, confirmed battery charger on/off switch was in "on" position. The universal battery charger (ubc) was to be discarded and not returned for analysis.